Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. The product support engineer (pse) advised the customer over the phone that ventilator should be reading at least 21% at all times as the ambient air. The customer was advised to swap the certifier and retest. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that oxygen (o2) accuracy test was failing with measured value of zero% o2. The ventilator was not in use on a patient at the time of the event occurred.